Event description:
On 1/2/98 plate was implanted for a severe comminuted colles' fracture of the right distal radius. In 3/98, patient had weakness of the right index finger extension. On 4/2/98 patient underwent exploratory surgery. Erosion & rupture of extensor indices proprius and extensor digitorum communis was noticed on the transverse side of plate. Plate and screws were well attached to the bone but decision was made to remove the device. One tendon was repaired with a graft, the other was sutured so no raw edges were exposed. Patient has progressed very well and has obtained full extension of her fingers.